Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Incident occurrent intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number was not provided. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that (B)(6) 2017, patient underwent surgery for the fifth metatarsal fracture. The va (variable angle) foot t-fusion plate was used during the procedure. During the procedure, one va locking screw 2.4mm was used to the distal part, but the locking screw did not lock to the plate hole. Another locking screw, same in size, was used due to a possible screw head anomaly. However, the second locking screw did not lock either, and there was a possible plate hole anomaly. The surgical technique was followed well by the instructions (the drill sleeve was set to the plate). The plate in question was not planned to be removed. The va locking screw 2.7mm was used to the shaft of the plate. The surgery was extended for five (5) minutes. No adverse consequence to the patient was reported. Concomitant device: t-fusion pl 2.4/2.7 va lock 2ho l35 he 2 (part# 04.211.253s, lot# h307464, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 30, 2017 additional updated information: it was reported that the va locking screw 2.7mm locked the plate on the plate shaft.

Manufacturer narrative:
Device not received, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Since features relevant to the complaint could not be checked this complaint cannot be confirmed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Discarded as per procedures, complaint unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.